Event description:
Boston scientific received information that the patient with this pacemaker had developed an infection with the previous device. A revision procedure was performed; however, during the extraction, the patient developed diaphragmatic stimulation and the lead was unable to be extracted; therefore, the lead was connected to this new device and the patient was referred to another facility. It was noted that the lead may have broken during the extraction process. The muscle stimulation continued with the new implanted device. Another procedure was scheduled a few weeks later, under fluoroscopy, the lead tip was in the superior vena cava area, which could explain the muscle stimulation and the physician assumes this led the device automatic capture feature to go to retry, which might explain the muscle stimulation. This may have occurred after the previous revision procedure to extract the lead. An echocardiogram was performed to determine if there was an effusion; however, there was no evidence of effusion. The device was then explanted due to the continued infection.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.